Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number : 5081192, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. X-ray revealed that the leads were migrated. The patient underwent a lead replacement procedure and was doing well postoperatively.